Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR and expiration dates are unk. The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the exchange of the ball tip cannula, something became lodged in the cap. The physician had difficulty removing the cannula. Eventually the device was forcibly pulled out resulting in a tear at the distal end. The physician was able to remove the device. There were no parts of the device left behind. The procedure was successfully completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to the fine. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.